Event description:
It was reported that this system unexpectedly rebooted. Centralized patient monitoring was lost for approximately 15-30 minutes during this episode. Patient monitoring contained at bedside during the reboot.

Manufacturer narrative:
The device is an installed centralized patient monitoring system with backup power supplied by an off the shelf uninterruptible power supply (ups). The customer reported that the system rebooted during a power outage reportedly lasting only a few seconds. The ups would normally protect the system from rebooting during short power outages. The system automatically attempted a reboot after line power was restored at the hospital as designed. In this case, the reboot failed because the acuity system configuration file, also known as the host file, contained incorrect configuration definitions for two terminal servers. The incorrect information in the host file was specific to this site and would not affect any other sites. The customer contacted welch allyn acuity tech support and they were able to correct the host file terminal server definitions and reboot, which restored normal operation within a few minutes. At the time of the failure, welch allyn tech support suspected that the failed ups was installed by the hospital and was not a part of the welch allyn installation. We have subsequently attempted to confirm the failed ups manufacturer, model and serial number, but have so far not received a response from the complainant. The complainant reported that one patient was on the system at the time of the power failure. The complainant did not report the patient ID information at the time of the initial report or whether there was any patient injury of any kind. They have not responded to subsequent efforts to obtain patient ID and condition information. Even though the acuity system was unavailable for centralized monitoring while the system was down, patient vital signs monitoring continued at bedside with the local patient monitor. Note: we listed conclusion code 56, "intermittent failure directly contributed to event." By event we mean here the, "loss of centralized monitoring." There was no known patient harm.